Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the unit had recorded a previous failure within the status log. There was no patient involvement.